Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Event date: unknown. (B)(6). Subject device has been received and a device history records was conducted. The report indicates that the: device history records review was conducted. The report indicates that the: part# 03.617.900, lot# 9629881, manufacturing location: (B)(4), manufacturing date: 27. Oct. 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history of the past three years for part number 03.617.900 with lot number(s) 9629881 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 2-nov-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Subject device has been received and a service & repair evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the tip of the screwdriver was broken. The repair technician reported the tip of the inner shaft was broken. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. The item was repaired per the inspection sheet, passed synthes final inspection on 21-jul-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the tip was found broken after wash on the self retaining stardrive screwdriver. The reporter confirmed that there was no patient involvement and that the issue was found outside of the operating room. There is 1 device in this complaint this report is 1 of 1 for (B)(4).